Event description:
This procedure was performed in another country: protege everflex in sfa on 5th of october, the patient presented at a referring hospital where an x-ray was taken, according to physician stent fractures were visible x-ray. The patient had mild claudication complaints.

Manufacturer narrative:
A compact disc was received with x-ray images of the deployed stent. The images received for evaluation indicate that the deployed stent exhibited a fracture. The fracture was within a region of stent elongation which induces chronic stress on the struts of the stent and has been associated with premature strut fractures.